Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination found under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/14/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings: the keypad was found to be intact; the up arrow, down arrow and ok button symbols were worn off. All of the keypad buttons responded appropriately. The keypad was removed and there was evidence of contamination found under all of the button contacts. (B)(6).